Manufacturer narrative:
A segment of the perc lead was returned for investigation. Manufacturer's investigation conclusion: although the reported low-speed and pump stop events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured a pump stop event on (B)(6) 2021 at 08:29:26. Also, multiple low-speed events were captured on (B)(6) 2021 between 08:27:36 and 08:41:32. Each of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 19.5" segment of the driveline replaced by technical services was returned for evaluation. The silicone jacket, bionate, and metal braided shield demonstrated normal wear for their duration of use. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16jan2014. The most recent revision of the heartmate ii instructions for use (IFU) section of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 6 low flow episodes, 4 low speed episodes and 2 pump off events. Their log files were sent in for review. Technical services acknowledged the 2 pump stops and 12 low speed advisories. They associated the issues to potentially be related with the percutaneous lead, and requested x-rays. It was communicated on (B)(6) 2021 that the x-rays were sent, but the images were unremarkable. Additionally, technical services saw that these events occurred while the patient was connected to the power module/ mobile power unit (mpu) and recommended that the patient only use battery power or an ungrounded cable until further investigation could be completed. It was communicated on (B)(6) 2021 that the patient was going to have an external driveline repair for suspected short-to-shield.